Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by the customer reported pharmacy manager said they had a box of safety glide needles that were borrowed from another cvs location because they ran out, and a few of the needles were jamming in that box. Unfortunately, he said he no longer had the box so he could not confirm the lot number because it was thrown out.. Verbatim: rcc received a complaint via email. Email(s) attached. Pharmacy manager said they had a box of safety glide needles that were borrowed from another cvs location because they ran out, and a few of the needles were jamming in that box. Unfortunately, he said he no longer had the box so he could not confirm the lot number because it was thrown out.

Event description:
Material#: unknown, lot#: unknown. It was reported by the customer reported pharmacy manager said they had a box of safety glide needles that were borrowed from another cvs location because they ran out, and a few of the needles were jamming in that box. Unfortunately, he said he no longer had the box so he could not confirm the lot number because it was thrown out.. Verbatim: rcc received a complaint via email. Email(s) attached. Pharmacy manager said they had a box of safety glide needles that were borrowed from another cvs location because they ran out, and a few of the needles were jamming in that box. Unfortunately, he said he no longer had the box so he could not confirm the lot number because it was thrown out.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.